Manufacturer narrative:
Third paragraph added b6. Laboratory data b7. Additional relevant history added h6. Annex e, annex a and annex g corrected data: d10. Continuation of d10: product ID {harmony-dcs}; product lot/serial number {(B)(6)}; product type: {delivery catheter system (dcs)}; implant date {na}; explant date {na} h6. Annex d medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, a 24-hour holter monitor showed sinus rhythm with frequent ventricular ectopy (11%) including runs of ventricular tachycardia and intraventricular conduction delays. A beta blocker medication was initiated, and the patient's hospitalization was prolonged. The patient was discharged with continued heart monitoring. No additional adverse patient effects were reported. Additional information was received that the patient was not taking any anti-arrhythmic medication prior to the valve implant; however, an antiarrhythmic was administered to the patient following the ventricular ectopy. Additional information was received that telemetry showed post procedural ventricular ectopy and non-sustained ventricular tachycardia (nsvt) consisted of frequent monomorphic premature ventricular contractions (pvc), couplets, and triplets. Nsvt lasted 7 beats up to 162 beats per minute (bpm). The patient was asymptomatic and denied palpitations, lightheadedness, and dizziness. After receiving the anti-arrhythmic metoprolol, the condition improved. Following the implant of the valve, echocardiogram showed trivial periprosthetic regurgitation on either side of the valve. The patient was discharged with a non-medtronic monitor (ziopatch).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, a 24-hour holter monitor showed sinus rhythm with frequent ventricular ectopy (11%) including runs of ventricular tachycardia and intraventricular conduction delays (ivcd). A beta blocker medication was initiated, and the patient's hospitalization was prolonged. The patient was discharged with continued heart monitoring. No additional adverse patient effects were reported. Additional information was received that the patient was not taking any anti-arrhythmic medication prior to the valve implant; however, an antiarrhythmic was administered to the patient following the ventricular ectopy. Additional information was received that telemetry showed post procedural ventricular ectopy and non-sustained ventricular tachycardia (nsvt) consisted of frequent monomorphic premature ventricular contractions (pvc), couplets, and triplets. Nsvt lasted 7 beats up to 162 beats per minute (bpm). The patient was asymptomatic and denied palpitations, lightheadedness, and dizziness. After receiving the anti-arrhythmic metoprolol, the condition improved. Following the implant of the valve, echocardiogram showed trivial periprosthetic regurgitation on either side of the valve. The patient was discharged with a non-medtronic monitor (ziopatch). Additional information was received to report one day following the valve implant procedure, after the holter monitor identified the nsvt, a second electrocardiogram was performed and showed ivcd with consideration of an atypical right bundle branch block. The nsvt resolved approximately five months after onset.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, a 24-hour holter monitor showed sinus rhythm with frequent ventricular ectopy (11%) including runs of ventricular tachycardia and intraventricular conduction delays. A beta blocker medication was initiated, and the patient's hospitalization was prolonged. The patient was discharged with continued heart monitoring. No additional adverse patient effects were reported.

Manufacturer narrative:
Ethnicity updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, a 24-hour holter monitor showed sinus rhythm with frequent ventricular ectopy (11%) including runs of ventricular tachycardia and intraventricular conduction delays. A beta blocker medication was initiated, and the patient's hospitalization was prolonged. The patient was discharged with continued heart monitoring. No additional adverse patient effects were reported. Additional information was received that the patient was not taking any anti-arrhythmic medication prior to the valve implant; however, an antiarrhythmic was administered to the patient following the ventricular ectopy.